Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd maxzero has a crack. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about crack found in maxzero connector during use. Started using (B)(6). Drug used: soldem 3a administered alone.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: one mz1000 sample was received without packaging for investigation; no connecting product was received to aid the investigation. The customer reported that they experienced a crack in the maxzero from lot 22056320. The returned sample was subjected to leakage testing, which confirmed the customer's experience as leakage was observed from the female luer adaptor (fla) of the maxzero. Further visual inspection of the maxzero confirmed the leakage was as a result of a crack running along the fla. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 22056320 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 component in the past 12 months.